Event description:
It was reported that intra-operatively, the device setscrew could not be tightened to hold the ventricular lead. The physician elected to use a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a damaged grommet, a damaged set screw, and that the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.